Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose was 108-126 mg/dl.